Manufacturer narrative:
Submit date: 09/01/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that during the procedure, the physician noticed a leak in the catheter, in the base area. There was no harm to the patient. No extra surgery time (less than 30mns).

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and no visible issues were observed. A functional test was performed and bubbles were detected below the strain relief. A cut below the strain relief was found. Due to the appearance of the sample, it is possible that the catheter was damaged by instruments with sharp or rough edges during clinical use which can result in catheter leakage. As per the instructions for use, exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter, this causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. There are a number of alternatives on the field like exposure to chemical agents, proximity to heat sources, or manipulation that may lead to tubing tear. A corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.